Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During device preparation, it was found that the sheath kept drawing air into the sheath during aspiration. Forward and backward flushing was performed, but each time upon aspiration, air drew into the aspiration syringe. The hemostatic valve was believed to have leaked. No air was noted in the patient. No irrigation line was attached to the sheath, just the flushing syringe at the time of the event. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the external and internal valve torn by the center slit on the inner faces, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During device preparation, it was found that the sheath kept drawing air into the sheath during aspiration. Forward and backward flushing was performed, but each time upon aspiration, air drew into the aspiration syringe. The hemostatic valve was believed to have leaked. No air was noted in the patient. No irrigation line was attached to the sheath, just the flushing syringe at the time of the event. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.